Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B) (6) 2009. Two minutes into the procedure, there was a sudden drop in pressure. The surgeon removed the device and filled the balloon outside of the patient cavity and there was a hole in the balloon. A second like device was used to successfully complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B) (4). (B) (4). Conclusion: the actual device involved in this event was returned for evaluation. There were no visual defects found. The catheter failed the leak test because there were two holes in the balloon.